Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to open, the customer had performed a reboot, but issue still persist. The customer stated that this malfunction occurred while dispensing the medication and the user was able to retrieve medications from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 54 height matrix was not detected on bus. A field service engineer (fse) opened the back of the drawer and inspected the connections, which appeared to be fine. The fse prepared to swap the board but noticed that the main cabinet med cart cable was not properly seated. After securing the connection and tightening it with a screw, the fse powered on the station to check if the drawer was detected on the bus. Upon logging in, the fse verified that the drawer was detected, entered diagnostics, and performed the acceptance test by opening and closing the drawer several times. Finally, the customer conducted an inventory to confirm proper operation and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.